Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat fibroids, endometrial polyp, dysfunctional uterine bleeding, stress urinary incontinence, family history of ovarian carcinoma, pelvic relaxation, adhesions, procidentia of the cuff of the vagina, complete cystocele, complete rectocele, and complete enterocele. It was reported that the patient underwent the concurrent procedures of total abdominal hysterectomy, bilateral salpingo-oopherectomy, sacrocolpopexy, pubovaginal sling, and posterior repair during mesh implantation.